Event description:
According to the reporter, during a robot-assisted pancreaticoduodenectomy (whipple procedure), in gastric resection, while firing the reinforced black 60 millimeter (mm) reload, the firing stopped due to excessive force detected. A new non-reinforced black reload of the same length was used, but it also stopped firing midway with the same excessive force. To resolve the issue, a new handle, a dapter, and black reload were used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown) sigpshell sig power sigpshell control shell (lot unknown); sigadaptstnd sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.